Manufacturer narrative:
(B)(4). Date sent: 12/26/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: ¿what is meant by did not deploy?¿ the staple is malformed hanging out of the cartridge deck. This has been packaged for return for review. The staple did not deploy in tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, 1st firing one staple misfired and did not deploy, inner most row about 3/4 thru the reload firing and with seamguard. Hemostasis at site satisfactory, no significant bleeding noted. Misfired site oversewed with 3.0 vicryl. Surgery was not delayed and completed successfully. No patient consequences were reported.

Manufacturer narrative:
Date sent: 1/29/2024. D4: batch # 520c95.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch # 520c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired. Upon evaluation of the reload, a double driver was damaged and broken in half. There was no unexpected damage to the sled. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the damage noted on the driver. Device history review: a manufacturing record evaluation was performed for the finished device batch number 520c95, and no non-conformances were identified.